Event description:
This is a case report received in 2009 by baxter regarding an issue that occurred at a hospital. It is reported that one week earlier, a leak occurred at the level of the valve on a baxter anti-reflux pca y set. The leak occurred during an operation. The leakage was observed at the valve /y site about one hour after therapy (perfusing an anesthetic) was started. The patient was connected to the set through a peripheral venous connection. The product infused was propofol/ultiva (remifentanil). The reporter stated that the valve leaked deeply and spontaneously without any stress. According to the reporter, this issue led to a loss of blood and a recovery of the patient thus a memorization hazard for the patient. The valve has been changed and the anesthesia continued. The device wasn't used via a baxter pump. The blood loss was estimated about 20 milliliters. The clinical consequences reported for the patient was awakeness of the patient during the intervention and a vital hazard.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the severely curved bile duct of a male patient (patient age and weight are unknown). During the procedure, the physician met resistance as the guide catheter was retracted. The guide catheter became stretched and tore. The broken pieces of the guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B) (4).corrected data: the statement in the event description read that there was a memorization hazard when it should have stated that there was a risk for memorization to occur for the patient.additional data: the patient has recovered.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
The sample is not available.